Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump would not rewind. Customer does not recall there blood glucose level at the time of the incident. Customer stated they had noticed the insulin pump stopped delivering insulin. Customer then attempted to change everything out but the insulin pump seemed stuck. As the piston seems to be pushed out and jammed the insulin pump and the insulin pump would not rewind. Customer was advised to attempt to rewind again and was unable to rewind. Customer has been using manual injections as the device has been stuck since yesterday morning. The insulin pump is returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec and passed selftest. However, unit alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with cracked select button keypad overlay and minor scratches on lcd window.